Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that like 2 years ago a patient had a dead battery. The hcp talked to a manufacturer representative (rep) who confirmed the patient could have an MRI, but the patient tried to have an MRI elsewhere and a rep said they could not have an MRI because they cannot prove the ins is off. The patient was on the table but was unable to get an IV because there was lots of things going on. The MRI was needed for a possible brain tumor and then the patient was admitted to a larger hospital when all components of the device were removed. The patient then had an MRI because "there was way more going on there." The hcp mentioned the patient was only head eligible. No further complications were reported.